Event description:
Information was received from a consumer (con) and a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at a dose of 323 mcg/day via an implantable pump. It was reported that the patient stated he had experienced a loss of therapy for a few months and was taking oral baclofen. An exploratory surgery was planned after residual volume was off at pump fill. When asked if there were any environmental/external/patient factors that may have led or contributed to the issue, the patient stated that they could flip the pump easily but didn't state that they had been doing that. Diagnostics/troubleshooting performed included a surgery performed to figure out what the cause of the loss of therapy was. Once the pocket was opened, the physician saw that the catheter was extremely twisted. Failed aspiration was confirmed after uncoiling the catheter. The pump segment was removed along with the partial explanation of the spine segment near the anchor site. A new pump segment (8794) was attached and tunneled. Actions/interventions taken included implantation of a new pump segment and successful aspiration was done. The catheter and the catheter access port (cap) was primed. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023, explanted: (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-feb-2024, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via company representative stating that the patient's refill was on (B)(6) 2023. The programmed volume was 40ml and the pump was filled with 40ml. The actual volume was 35ml and the residual volume was 15ml.